Event description:
The customer reported high blood glucose. Customer needed assistance with new fusion set change due to high blood glucose and blood glucose was 418 mg/dl. Troubleshooting was done. Customer treated with insulin pump with 15 units. Customer was not sure if he treated with insulin pump or manual injection. Customer mentioned when he checked blood glucose was 7pm it was 467 mg/dl, last bolus of 15 units was at 5:48pm. Customer does not have tubing clamp advised the customer will sent out tubing clamp and to report back once received to continue the troubleshooting. Advised customer the 2 high blood glucose. Advised to change the entire set, reservoir and treat per health care provider's instruction. No further info provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).